Manufacturer narrative:
Per tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer had entered the incorrect transmitter ID into the pump. Customer entered the correct transmitter ID into pump to address the issue. No additional patient or event information was available.